Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported that the patient had passed away and that they are returning the omnipod personal diabetes manager (pdm) back. No further information provided.

Manufacturer narrative:
The returned device was evaluated and based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test the omnipod personal diabetes manager (pdm) was found to recognize the activities and powered on immediately with no issue noted. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery. The pdm was found to function as intended. (Device available for eval: yes, date returned to mfg: 3/19/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.